Event description:
It was reported that a pt was in the cath lab with hx. Myocardial infarction (mi), coronary artery disease (cad), hypertension (htn), hyperlipidemia. The drugs heparin 1000u/hr and nitroglycerin 5 mcg were infusing. The right femoral artery was accessed and the sheath placed. The intra-aortic balloon (iab) was prepped using negative pressure and removed from package. The iab would not insert through the sheath and eventually both were together. A 9fr. Sheath and a new iab were placed with success. There was no reported pt death. It is unk if there was pt injury or medical/surgical intervention.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.